Event description:
It was reported that during unpacking of a percutaneous coronary intervention, stent damage occured. A 2.25x24mm promus element plus drug-eluting stent unpacked, the proximal end of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Event description:
It was reported that during unpacking of a percutaneous coronary intervention, stent damage occured. A 2.25x24mm promus element plus drug-eluting stent unpacked, the proximal end of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by MFR. Initial visual examination of the returned unit noted proximal stent strut damage, as a number of struts were raised upwardly, disrupting the profile of the crimped stent. Further examination found evidence of contrast media inside the inflation lumen, thereby indicating that this device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).